Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported from the adult ICU that the users have experience random device shut down if the device is bumped or with patient transport. It was also reported that users will wipe devices down if dirty but do not avoid any areas on the devices when wiping them down. The product issue was reported to bd associate during site visit. There was patient involvement but unknown harm.